Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 23.0 and 35.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had offset coil winds. The pusher assembly distal detachment tip (ddt) was fractured off the pusher assembly distal tip. Conclusions: evaluation of the returned pod6 confirmed a detached embolization coil and revealed that the pusher assembly ddt was fractured off the pusher assembly distal tip. If the device is forcefully manipulated against resistance, damage such as a fractured pusher assembly may occur. The detached embolization coil was likely a result of the pusher assembly fracture. The root cause of resistance could not be determined. Further evaluation revealed pusher assembly bends and offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in a pulmonary arteriovenous malformation (pavm) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil through the lantern, the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.